Event description:
Information received indicating that a cadd legacy pump kept beeping. No adverse effects reported.

Manufacturer narrative:
Other, other text: one cadd legacy 1 pump was returned for analysis due to displaying constant beeping. Functional and visual testing was performed. The reported problem was not duplicated. Visual inspection of the pump's event history logs showed "power down pump turned on, pump turned off, no disposable and high pressure" alarm messages. It's recommend that the downstream occlusion sensor to be replaced.